Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patients tested with coaguchek pro ii meter serial number (B)(4). At 10:28, a venous sample from the first patient was tested in the laboratory using an unknown method, resulting as 1.49 inr. At 10:29, a venous sample from this patient was tested on the meter, resulting as 3.1 inr. The venous samples were collected nearly at the same time. On (B)(6) 2018, a sample from the second patient was tested on the meter, resulting with a value that was above 4 inr. The customer could not give thrombolysis treatment to the patient as the patient's inr must be 1.6 inr or below. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting as 1.2 inr. No adverse events were alleged to have occurred with the patients. After the incident with the second patient, the customer compared meter measurements performed with 10 random non-anticoagulated patients to laboratory measurements of the same patients. No details were provided.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322647) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.